Event description:
The customer stated that she tested her blood glucose and received a reading of 402mg/dl. She retested immediately after and received a reading of 166mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust her medication or allege any adverse events based on her readings. The strips are to be returned for evaluation, and replacement strips will be sent.